Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue.

Event description:
It was reported there was a failure resulting in a loss of ac power with inability to charge the back-up battery during pre-use checkout. There was no patient involvement.